Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the right back wheel of a prismaflex machine was observed to be broken while being transported. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Additional information added to h3 and h6 h10:the qualified technician did an evaluation of the equipment and confirmed the reported problem. Upon visual inspection, the qualified technician observed that the right back wheel would not stay on the machine as the screw threads on the wheel was damaged. To resolve the issue, the qualified technician will replace the right back wheel once spare part is available. A device history review revealed no issues that could have caused or contributed to the reported issue. Should additional relevant information become available, a supplemental report will be submitted.